Event description:
Approximately three weeks post surgery for deltoid reattachment, the patient showed signs of an infection. During re-surgery it as discovered that the deltoid had become partially detached, and the twinfix anchors and ethicon suture were removed. The muscle was reattached and the patient was treated with antibiotics. Four weeks post surgery the patient is recovering well.